Manufacturer narrative:
On 25-jun-2021, mentor received additional information about the event: an updated explantation date of (B)(6) 2021 was reported. The patient had both breast prostheses explanted and they were replaced with unspecified mentor saline breast prostheses. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. The patient was involved in a car accident and later the right breast prosthesis deflation was observed. Deflation was diagnosed during a physical. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Correction: an incorrect implantation date was reported to the FDA in the initial report. An estimated date of implantation was provided. Manufacturer¿s reference number: (B)(4). D6a implantation month, day, and year: (B)(6) 2015.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The explanted right breast prosthesis was replaced with a mentor smooth round moderate profile 475cc saline breast prosthesis. No additional information was provided about the replacement for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).